Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after device fixation, the leadless pacemaker went into rom mode. The device was unable to be restored, as the firmware could not be downloaded. The device was not used, and a new one was successfully implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The reported event of firmware, or software related problem was confirmed. The device was operating in rom (read only mode) upon receipt. Software investigation performed indicated device reset resulted from firmware execution error and corruption, which caused the device to be stuck in rom. After the device was restored from rom, the device was found to be above eri (elective replacement indicator) level. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Functional testing performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.